Event description:
Customer reporting 2 false positive sars results. Customer states the results were confirmed negative by pcr and other brand rapid antigen test. Report 2 of 2.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. A review of the DHR found that the lot met all release criteria root cause: unable to determine source: phone.